Manufacturer narrative:
Device not returned.

Event description:
It was reported that a minimum fill notification occurred after the customer filled the cartridge with an unspecified amount of insulin. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support to resolve the issue.